Manufacturer narrative:
Device eval: one smiths medical cadd extension set was returned for analysis in used condition without its original packaging. Visual inspection of the device showed no discrepancies. Functional testing involved leak testing and showed the device leaked in the air vent of the filter. A review of manufacturing processes was performed. Production performs a 100% visual inspection with a magnifying lamp to verify joins of the filter meet required criteria. Production performs a leak test of four units at the start and end of every shift, job, new lot, new materials/components and/or equipment adjustment. Bonding operations were reviewed and no discrepancies were found. Additionally, prior to packaging, a sample of 32 units were taken to verify all bonds were properly bonded and no discrepancies were found. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that cadd® extension set leaked at the filter. The patient noticed that there were air bubbles in the filter and noticed wetness in the clothing. There was no reported injury to the patient.